Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedance and high pacing impedance. An svc and rv coil fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that more than a month prior to the replacement, the patient fell and suspected it may have contributed to the facture of the rv lead. The patient experienced pain on their side following the fall, but initial medical evaluations did not identify any issues. A device alarm sounded twice prompting the patient to seek medical attention, and the rv lead was deactivated. It was further reported that during the replacement procedure, the helix of the distal part of the rv lead did not come back with unscrewing it. It was also reported that a transesophageal echocardiogram (tee) showed trace pericardial effusion along the right ventricular free wall. It was also noticed that the right atrial (ra) lead impedance was high, and therefore it was decided to explant and replace the ra lead as well. It was further reported that post-procedure, the patient experienced shortness of breath, hypotension and oxygen desaturation and was monitored. It was noted that the patient did not have any significant symptoms at the time. It was further reported that the patient had persistent oxygen saturation decrease upon standing. A computerized tomography (CT) was performed, and the patient was positive for subsegmental pulmonary embolism in the left lower lobe and trace bilateral pleural effusions. It was noted that as it could have been in the setting of the procedure, it was considered provoked. The patient was treated with medication.